Event description:
It was reported during a trial lead procedure on (B)(6) 2019, the physician was unable to place the lead due to scar tissue and the patient's anatomy. As such, the procedure was abandoned.